Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. There is evidence of char marks on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the teflon pad on the grasping section of the device became burnt. It was reported that no device fragment fell in the patient. There was no bleeding reported. No x-ray was performed. There was a ten minute delay while the device was replaced. The intended procedure was completed with a similar device. There was no patient injury reported. No further information was provided.